Event description:
During a remote follow-up, episodes of far-field r-wave oversensing and inappropriate automatic mode switch were observed on the atrial channel of the device. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
Additional information was received that more episodes of inappropriate mode switch due to far field r-wave oversensing were observed on the device. The patient was in stable condition.